Manufacturer narrative:
The device was returned to resmed for its two year preventive maintenance schedule. During device evaluation, the device failed to complete its internal self-test due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated, tested, and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.